Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that the patient was externally defibrillated due to on-going ventricular tachycardia (vt) that was not treated by the implantable cardioverter defibrillator (ICD) device, because the vt episode was below the therapy detection zone. The clinician stated that telemetry strips showed rates in the 200s, but the transmission showed no indication of rates that high. The device remains in use. No further patient complications have been reported as a result of this event.